Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that the dressing did not absorb wound exudate as expected. Factors that can contribute to the reported event include that the dressing was saturated and needed to be changed. Our clinical investigation concluded: no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment, the dressing did not absorb wound exudate, as expected. When changing the dressing, the wound fluid was gathering under the dressing. This led to soaking of the wound edge. Patient outcome is unknown. It is unknown how was the wound treated. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.